Event description:
The cardiovascular sales rep reported a thrombosis event at the hospital. Two cypher stents were placed and thrombosis/blood clots were noticed forming off the stents after the procedure. The thrombosis was treated with an injection of reopro.

Manufacturer narrative:
The products remain implanted in the pt and are not available for analysis. Add'l info will be submitted within thirty days upon receipt.